Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and detected the problem with the image processing pc (ippc) boot up and suspected defoa (defective on arrival) issue after multiple failed attempts to reinstall the software. Fse investigated the with the several hard drive and wiring configurations to resolve the issue. The fse replaced the ippc. After replacement of ippc, system was in good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the x-ray was not possible. The system boot freezes up at 00:00, there was intermittent boot up issue in image processing pc (ippc). The system was not in clinical use at the time of the event. No harm to the patient has been reported to philips.